Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy. On the first firing, the reload was connected to the adapter and the indicator lights illuminated normally. The surgeon attempted to insert the device into the trocar, but the reload disengaged from the adapter outside of the body cavity. A new reload was used but it could not be connected to the adapter. To complete the procedure, another powered handle and adapter were used. The sales rep noticed that the black release button on the adapter was stiff and the red indicator was showing. No patient injury or extension in surgical time of 30 minutes or more. Patient status is no problem.